Event description:
As reported in the publication by miki et al impact of intravascular ultrasound findings on long-term patency after self-expanding nitinol stent implantation in the iliac artery lesion; heart vessels (2014); there were 8 cases of target lesion revascularization (tlr) in the (B)(4) study.

Manufacturer narrative:
Literature citation: kojiro, mik et al. (2014). Impact of intravascular ultrasound findings on long-termpatency after self-expanding nitinol stent implantation the iliac artery lesion. Heart vessels, 1-9. (B)(4). The literature article has been attached to this report. Complaint conclusion: as reported in the publication by miki et al impact of intravascular ultrasound findings on long-term patency after self-expanding nitinol stent implantation in the iliac artery lesion; heart vessels (2014); there were 8 cases of target lesion revascularization (tlr) in the smart control arm of the study. The devices were not able to be returned for analysis, and no DHR review could be performed as there was no lot number available. Restenosis is associated with the progression of cardiovascular disease and is a known potential adverse event per the IFU following stent implantation. Well documented potential complications of stent placement is subsequent intimal hyperplasia and occlusion. Patient and pharmacological factors may have contributed to the events reported. Without the return of the device for analysis, the reported events of target vessel revascularization could not be confirmed and no determination of possible contributing factors could be made. Without further testing, it is not possible to determine the exact cause of the target lesion revascularization. There is no indication that the event was related to a design or manufacturing issue, therefore no corrective action is needed. Please note that this one MDR is being submitted for multiple patients with no patient demographics or device specifics.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The literature article has been attached to this report. Please note that this one MDR is being submitted for multiple patients with no patient demographics or device specifics. The product remains implanted and is thus not available for analysis. No DHR can be conducted without a valid lot number. Concomitant devices and therapies: dual antiplatelet therapy (aspirin and cilostazol 100 mg/day, ticlopidine 200 mg/day, or clopidogrel 75 mg/day) was started at least 1 week prior to evt in all patients. These drugs continued for at least 4 weeks after evt.